Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-45, lot# v420671, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v420671, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v 420671, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v420671, implanted: (B)(6) 2010, product type: lead.

Event description:
Information received from a patient reported that they had an "extension" in (B)(6) 2016 due to right arm pain. The patient reported that their lead was moved to better cover the arm pain. It was noted that the patient's leads were revised on (B)(6) 2016. The patient stated that their arm pain has existed since 2003 and did not originate with their spinal cord stimulation (scs) system. Indication for use is occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.